Event description:
A pt reported one possible inaccurate low result with a surestep meter. In a single comparison to a lab test, the surestep displayed a blood glucose reading of 120mg/dl versus 220mg/dl for the lab test. The surestep meter lab test were done 90 minutes apart. Surestep meter is capillary calibrated, while lab uses whole venous blood. Pt satisfied with surestep meter, refused replacement. Pt did not experience and adverse events. No further info available. No allegations of harm have been made.